Event description:
Per medwatch from the user facility. "This pt underwent a release of tethered spinal cord and was readmitted to the hosp and underwent a second surgical procedure for wound exploration debridement and washout. Bioglue was used in the first surgical procedure. The or notes for the second procedure describes when the wound was opened a yellowish fluid was present. The pt wound cultures were positive for staph aureus and was treated with cefipime then keflex."

Manufacturer narrative:
This incident was previously reported to cryolife as one of several incidents involving the use of bioglue at this medical facility (medwatch report 1063481-2006-00013). However, all attempts to obtain additional info have been unsuccessful thus far. The investigation is currently ongoing and cryolife will attempt to obtain info specific to this case.